Event description:
The end-user was sitting on the walker when one of the legs broke and threw her to the floor. She had to be transported by ambulance to the hospital where she had to have x-rays to her neck, back, and hips. She also required a CT scan to look for possible injury to her hip specifically and her jaw. The end-user lives in an assisted living home and the paramedics had to be called to transport her to the hospital. The end-user has a broken rib and she hit the mattress when she fell. Sent her home with spirometer to prevent pneumonia.